Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue with the subject meter occurred at an unspecified time on (B)(6) 2011. The patient stated that she manages her diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to her normal diabetes management routine in response to the reported issue. One day after the alleged product issue occurred, the patient claimed to have developed symptoms of 'sweating' but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca was able to walk the patient through the proper usage of the subject meter as recommended per the owner's booklet. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(4) 2012 supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.